Event description:
Refrence number (B)(4) event occured in canada. It was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set has fallen off during use. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.